Event description:
Results of "161 mg/dl, and 126 mg/dl, 100 mg/dl, and 126 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.